Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, the physician successfully used the excelon transbronchial aspiration needle to obtain eight biopsy specimens from within the patient's airway. However, on the eighth pass, the needle bent. The physician was able to remove the needle from the scope without damaging the scope. The procedure was able to be completed using this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) - the reported event of a bent needle. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.